Event description:
It was reported that after post-dilatation of a stent in a left upper arm fistula, the pta balloon got caught in the stent during the retraction attempt. During withdrawal of the balloon, the stent folded on itself and the balloon moved a stent graft that had just been implanted proximal to the stent. Two additional stents were deployed. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.